Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified de novo left anterior descending artery that was 90% stenosed. The lesion was pre-dilated and then the 2.5x38mm xience xpedition stent was deployed. An edge dissection was then noted at the proximal part of the stent. Another xience xpedition was deployed to cover the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.